Manufacturer narrative:
This system was checked by the local service engineer: there was no equipment malfunction found. The cables were coiled and stowed properly when he arrived on site.

Event description:
It was reported that in 2009, a hospital staff member tripped on the cable for the table control module in the cath lab. This resulted in her falling down and breaking her kneecap. The injury occurred while she was scrubbed, and during a normal catheterization study. She was immediately taken to the hospital's emergency room, where she was diagnosed with a broken kneecap, and a detached tendon. She was scheduled to have surgery performed three days later to repair the injury. Our service engineer was informed of this incident the day after the original date, while on an unrelated service call in a different equipment room.